Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: it was reported that, ¿the integrity of the staple line was poor.¿ please provide details as to how the staple line was poor. Were there any staples missing from the staple line? Staple line was missing. What was the shape of the deployed staples (b-formation, irregular, unformed)? Staple formation was not proper b shaped. Did the device fire as expected, with all staples present and in the proper b-formed shape, however the patient tissue would not hold together? Device was fired as expected. How was the procedure completed? They completed the procedure by clamp and cut technique.

Event description:
It was reported that during a lower anterior resection when the surgeon fired along the distal line of transection the integrity of the staple line was poor. It is unknown how the procedure was completed and there were no patient consequences reported. The device will not be returned.